Manufacturer narrative:
Insulin pump monitored for several days. The device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected weak battery alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a failed battery test. Customer experienced high blood glucose at the level of 474 mg/dl. Troubleshooting was not performed. Device is not expected to be returned for analysis.